Manufacturer narrative:
The phos reagent lot number was 936960 with an expiration date of 30-apr-2027. The alb reagent lot number was 938160 with an expiration date of 30-sep-2027. The crep2 reagent lot number was 930030 with an expiration date of 31-oct-2026. The ca2 reagent lot number was 898956 with an expiration date of 30-nov-2026. The magnesium reagent lot number and expiration date were not provided. The fse returned to the customer site and found a blockage in the rinse tubing. The fse cleared the blockage. Mechanical checks were performed, and an issue was found on the sensor of a sample probe. The sensor was replaced, and system checks were performed. The customer has had no further issues. The investigation is ongoing.

Event description:
We received an allegation of questionable results for multiple patient samples and multiple assays a cobas 8000 c702 module. Discrepant results were provided for 12 patient samples tested for magnesium (mg), albumin bc (alb), creatinine plus ver.2 (crep2), phosphate (inorganic) ver.2 (phos) and calcium gen.2 (ca2). Patient 1 initial mg result was 0.13 mmol/l. The repeat result on a different line was 0.80 mmol/l. Patient 2 initial mg result was 0.27 mmol/l. The repeat result on a different line was 0.96 mmol/l. Patient 3 initial alb result was 283 g/l. The repeat result was 24 g/l patient 4 initial crep2 result was < 5 umol/l. The repeat result was 100 umol/l. On (B)(6) 2026, the field service engineer (fse) identified bent reagent probes and made adjustments. The nozzle springs of the rinse unit were cleaned, the gear pump head pressure was adjusted, a red spot of contamination was removed from the vacuum nozzle tubing of a rinse unit, and the tubing was decontaminated. Probe adjustments were correct, and calibration and qc were acceptable. The issue was not resolved. On (B)(6) 2026, patient 5 initial phos result was > 6.46 mmol/l. The repeat result on a different line was 1.16 mmol/l. Patient 6 initial crep2 result was 175 umol/l. The repeat result was 78 umol/l. Patient 7 initial ca2 result was 0.98 mmol/l. The repeat result was 2.27 mmol/l. Patient 8 initial ca2 result was 1.08 mmol/l. The repeat result was 2.52 mmol/l. On (B)(6) 2026, patient 9 initial phos result was 4.44 mmol/l. The repeat result was 1.39 mmol/l. Patient 10 initial alb result was 210 g/l. The repeat result was 35 g/l. Patient 11 initial crep2 result was 180 umol/l. The repeat result was 64 umol/l. On an unclear date, patient 12 initial ca2 result was 13 mmol/l. The repeat result was 25 mmol/l.